Manufacturer narrative:
The trilogy evo ventilator was returned to the manufacturer's service center for evaluation of an alleged liquid crystal display malfunction. A functional check was performed, but the issue did not recur. Evaluation confirmed that the text was legible and that the display could be operated by touch. The error log was reviewed, and no errors indicating abnormalities were found. The device was disassembled and internal inspection was conducted with no abnormalities found. Device evaluation did not confirm nor duplicate the alleged liquid crystal display malfunction. Even though no display issue was confirmed, to prevent possible recurrence of the issue, the display was replaced preventatively. The coding grid has been updated to reflect the results of the device evaluation.

Event description:
The manufacturer received information alleging a trilogy evo ventilator needed repair due to a liquid crystal display (lcd) screen failure. The screen failure was not further defined. There was no patient involvement, and no harm or injury reported. Device evaluation has not yet been completed. The device has not yet been returned to the manufacturer for evaluation; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.